Event description:
It was reported that there was a revision, a surgical procedure, which occurred two weeks prior to the report. Both leads were not working. Compatibility guidelines were requested for other medical procedures, like electric pressure gun used by chiropractors. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was unable to have surgery until (B)(6) 2015. The patient reported falling at some point. Coverage was reportedly better with the new system. That was all the manufacturer representative had on the patient. [Reference manufacturing report # 3004209178-2014-03587 which pertains to this event]

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(4) 2012, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4).